Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. The event will be reported on 1825034-2016-03026.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty. Patient's legal counsel further reports a revision procedure has been indicated due to an unknown reason. However, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.